Event description:
Adverse event: trocar lodged in the patient's sclera. Malfunction: trocar cannula broke in eye. The customer reported the bottom of the trocar broke off from the base and was lodged in the sclera. The doctor was able to remove the broken trocar and used a new trocar cannula without a problem. The trocar sample was not saved for evaluation. There was no patient harm.

Manufacturer narrative:
The trocar sample was not saved for evaluation. The root cause cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).